Manufacturer narrative:
Upon further review of the file, added device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller is an adjuster for an insurance who received a report from the hcp office that the implant is not working. On june 2nd, office visit a manufacturer representative was present. The rep analyzed scs. Procedure analysis without reprogramming, turned stim off to protect the patient, electrode impedance out of range of over 10k ohms suggests open circuit. Caller requested warranty information. The event date was provided as may. Caller off-handedly stated electrode 0 off, 2 positive, 3 negative. Caller did not see any notes about adverse information from may, but also noted that the doctor may not have put it in the report. Based on the information in the call, it was believed that the reasonable event date is between may and june 2nd. No further complications were reported.